Event description:
After waking up in the morning pt had sudden onset of headache and was having chest pain. The emergency dept told the patient to come in right away for evaluation. The patient's deteriorating condition necessitated transfer to the o.r. For emergency surgery. The necessary repair of the damaged tissue was completed. During the procedure a leak of venous blood was noticed. The aortic root was opened and a length of catheterization guidewire from the procedure two weeks prior was removed that had migrated to its present location and was the source of the venous bleeding. The procedure was completed without any further complications.